Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose value.